Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy ii us mr 2.25 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified that the stent was damaged and had moved on the balloon. Damage was noted across the entire stent. The stent had moved distally on balloon such that proximal end of the stent was 12 mm distal to distal edge of proximal markerband. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The tip of the device was covered by the moved stent. A microscopic examination of the tip through the stent struts found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy ii drug eluting stent (des) was selected to treat the lesion. However during preparation, the stent came off from the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occured. A 2.25 x 38 synergy ii drug eluting stent (des) was selected to treat the lesion. However during preparation, the stent came off from the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.